Event description:
A product failure code 812:02. Despite baxter's efforts to obtain additional information, no further information was available at this time regarding whether or not there was a report of any patient injury or medical intervention caused by the failure of this device. Information regarding whether or not the device was in use on a patient when this failure occurred was not available, and no additional contact information was provided. There have been no incident reports filed since the last baxter service event.